Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 c-ring was cracked and eventually broke. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. It is unk if the product will be returned to maquet cardiovascular.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review could not be performed as the product lot number is unk. (B)(4).